Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap; the bevel edge is melted; the fiber within the glass cap is blackened; the glass cap exhibits mild charred detritus adhesion. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure (maximum laser wattage set at vapor @ 90w, coag @ 30w), at 235,564 joules; 45:46 minutes of use, fiber tip damage (broke near cap) was noted. The fiber was exchanged. The second fiber was utilized to complete the procedure (303414 joules used). The first fiber tip (cap) was cleaned during the procedure. No injury to the patient was reported; after the procedure the patient status was fine and patient left the hospital.